Event description:
It was reported that the patient with an implanted inflatable penile prosthesis (ipp) was unable to inflate the device and had known dexterity issues. Upon explanting, it was discovered that both the reservoir and pump were empty. Fluid loss was suspected to have occurred at the top of the pump, where the three tubings converge. This may have been caused by excessive downward pulling of the pump or friction from tubing movement. As a result, the device was explanted and replaced with a malleable implant. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).